Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. No adverse event was reported. The device serial number was unknown. The infusion device was requested to be returned for product evaluation.